Manufacturer narrative:
The valve was not returned to edwards lifesciences for evaluation as it remains implanted in the patient.  In addition, no relevant imagery was provided for review. Due to unavailability of device, engineering was unable to perform any visual, functional, or dimensional analysis. As a result, the presence of a manufacturing non-conformance was unable to be confirmed. During manufacturing, the valve frames are 100% visually inspected by both manufacturing and quality for any defects.  After cleaning and drying cycle, the valve frames are 100% visually inspected under a minimum 10x magnification for deformation, grooves, broken strut and scratches. Prior to final packaging, 100% visual inspection of the valves were performed at preliminary packaging. These inspections during the manufacturing process support that it is unlikely a manufacturing non-conformance contributed to the reported complaint. A device history record (DHR) review was performed and revealed no manufacturing issues that may have contributed to the reported event.  A lot history review was performed and revealed no additional similar complaints for leaflet motion restricted in patient or regurgitation, central leak. A review of the risk management documentation was performed and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint events leaflet motion restricted in patient and regurgitation, central leak were unable to be confirmed. A review of DHR, lot history, and manufacturing mitigations revealed no indication that a manufacturing issue contributed to the complaint. Additionally, a review of IFU/training manuals revealed no deficiencies. It was alleged that a valve defect (noted during device preparation) may have contributed to the complaint event. However, as stated in training materials, the function of a thv should not be assessed during preparation of the thv. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and functionally tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Per the IFU, central regurgitation is a potential adverse event associated with bioprosthetic heart valves and transcatheter heart valve replacement procedure. Multiple patient/procedural related factors, which alone or in combination, can contribute to the complaint events for leaflet motion restricted in patient and regurgitation, central leak¿. Factors such as native leaflet overhang, or interaction of the thv leaflets with annular calcification or the crossed guidewire can lead to restricted thv leaflet motion and suboptimal thv leaflet coaptation. However, due to insufficient information (e.g. Lack of relevant imagery), a definitive root cause was unable to be determined at this time. Since no product non-conformances were identified, a product risk assessment escalation or a preventative/corrective actions are not required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported from our affiliates in (B)(6), during a transfemoral transcatheter aortic valve replacement (tavr) procedure with a 26mm sapien 3 valve, during prepping, one of the leaflets did not move as usual.  The valve was implanted successfully with nominal inflation volume, however post implant, severe aortic insufficiency was noted due to the leaflets not moving properly. The decision was made to implant a second 26mm sapien 3 valve within the first valve. The patient was well post procedure.